Event description:
It was reported that during use on patient, the cs300 iabp (intra-aortic balloon pump) was not functional. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) arrived on site and was successfully able to autofill on a test catheter and patient simulator without failure. Fault journal did log multiple autofill failure alarms. No helium or pneumatic leak found and no evidence of a blood back. Water condensation removal procedure was performed several times. Device passed all functional and electrical safety tests per factory specification.